Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. The patient is only making a claim for an adverse patient outcome against the composix l/p. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. The patient is only making a claim for an adverse patient outcome against the composix l/p. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix l/p mesh. Per operative notes, ¿hernia sac was dissected out. A large composix l/p mesh was placed into the abdominal wall and sutured.¿ (B)(6) 2016 - patient was diagnosed with abdominal pain, incarcerated ventral recurrent hernia, small bowel obstruction, adhesion thereby underwent open repair hernia repair. Per operative notes, ¿hernia sac was dissected out. Extensive amount of intraabdominal adhesions were taken down. Several bowel obstructions were with the mesh. The edge of the mesh was detached. The defect and mesh was then closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.